Manufacturer narrative:
MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues with 2 infusion sets on (B)(6) 2024. At the time of the event, the patient was engaged in physical activity, sweating, swimming, or bathing. A dressing or tape had been applied over the infusion set. The insertion site was properly cleaned and air-dried, was free of hair with no adhesive aides used. At the time of event the blood glucose level was approximately 130 mg/dl. Patient replaced the infusion set and resumed insulin. No further information available.